Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they are not able to connect to the implant with the communicator. Caller stated they keep getting device not found. Caller stated the bluetooth light is not coming on. Caller stated the mdt rep told them to call for a replacement communicator. Agent walked caller through powering off/on the handset, resetting the communicator and they were able to connect with no issues. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed best practice to always close app and power handset off completely between use. Caller had a password set on the handset. Agent walked caller through removing it and reviewed it is not recommended to have one. Additional information was received from a patient (pt). It was reported that their communicator would not consistently work. Pt stated that yesterday they tried for 3 hours to get the implant to connect. However, after they reset the communicator the issue did not resolve. Pt stated it eventually started working. This issue has happened multiple times. Pt confirmed recharger was not on while they were trying to connect. A replacement communicator was sent out. Patient called back stating they received a replacement communicator and handset yesterday and noted that no guidance or instruction was sent with it. Patient stated they powered on the handset and immediately saw need to connect to communicator. Patient stated they did that and the handset then said, "need to sync to device" which the patient stated they tried to do 14 times until it finally connected. Patient stated they finally got it to work and it has worked for 14 hours and not it will not work again. Patient stated they woke up this morning and were able to connect to the implant and turn off the settings they use while sleeping. Patient stated they then went to turn on the setting they use during the day and "it froze." Patient stated they spoke to mdt rep (B)(6) who had them reset the communicator and worked with the patient for about half an hour; however, was not able to resolve the issue. Patient stated the screen keeps freezing on the connecting screen. Patient added they got a message at one point that said, "communicator not responding." Patient described that something flashes for about a millisecond and then the screen returns to whatever it was. Patient noted they had the communicator and handset charging all night and the handset was currently at 92%. Agent confirmed patient has 1 charging block and patient connected handset and communicator and confirmed both were charging simultaneously. Agent had patient reset the communicator and restart the handset and patient confirmed current sn in about menu of mystimrc app. Agent had patient remove communicator and then proceed to hold the communicator directly over the implant and enter the code manually. Patient confirmed they were able to connect successfully. Agent had patient remove the communicator from over the implant, close all apps, and patient again confirmed they connected without issue. Agent reviewed device general use and charging practices in detail with patient. Patient mentioned something was not working previously and they weren't sure what, but they had spent a couple weeks working on that. Patient called back and repeated previously documented information. Patient mentioned they were still having a problem connecting to their device, they can't turn the communicator off and unable to connect to the mystimrc. Patient mentioned ever since the replacement communicator was out of the box they tried to connect 14 tries. Agent walked patient through resetting the communicator, toggling bluetooth off/on and powering on the communicator. Patient confirmed a blue and green light once the communicator powered on. Patient confirmed they were able to connect to see their therapy settings. Agent asked and patient mentioned they power on the handset, while the handset is powering on they power the communicator on. Agent reviewed with patient to try to take these steps when trying to connect again; power the handset first, then open mystim app, then power on communicator, verify blue and green light on the communicator, then press connect on the mystimrc app. Patient will try steps agent provided patient, monitor and call back if further assistance is needed. The troubleshooting steps taken on call resolved the issue. Patient called back and reported they were very frustrated by the ongoing issues they had been incurring with the use of their external equipment; they were no longer feeling pain at the site of ins. Patient additionally repeated information documented in cases (B)(4) (no longer experiencing issues with the charge of ins fluctuating day to day) & (B)(4) - agent did their best to capture all new issues. Patient said they documented 13 different incidents of the equipment not working correctly over the past 8 days. Patient said with the new handset and communicator, they continued to have the handset freeze up on them in both applications, especially on the 'connecting' screens. The communicator seemed to have difficulty with the bluetooth light showing the connection was being made. They also had the application produce two error codes; first - 0x75db7258, then again today - 0x65342f2a (happened while battery was low - was able to recharge ins without issue after). They tried to work again with their rep (B)(6) a bit, which got the equipment working for 2 days, then went back to recurring issues. Patient said they wanted all new equipment or they would be going to their surgeon to have the ins removed since it was harming their quality of life to constantly worry about it at this point. Agent reviewed information and agreed to replace the handset again, as the handset was what was presenting a majority of the issues by constantly freezing up and needing to be reset or having issue with the applications themselves. Agent explained it would be best to redirect to the hcp and meet with mdt reps once more if this did not resolve the issue. Agent sent request to repair and closed case. Patient also mentioned they had some difficulty powering communicator on and off; could not get the communicator to turn off after holding power button for 60 seconds. Patient called back repeating information from previous calls and demanding to be walked through setting up the new equipment. Patient reported that there were no instructions with the replacements that they received and that they got the equipment to work on their own last night but they aren't sure if they set it up correctly and want someone to walk them through properly setting things up. Patient mentioned this was the third communication set they received and that they have things plugged in and the stimulator is active. Agent attempted to walk patient through a reset of the communicator twice; second time patient noted that an orange light came on and then blue and green and then they flashed off and started to get escalated over the equipment still not working. Agent attempted to review what the orange light on the communicator means but patient stated that they are done and the troubleshooting is done. Patient noted the equipment is not functioning properly and that this is ridiculous. Patient asked for a supervisor and said that they used to be a physician and that if this is how equipment they worked with worked they would already be in court and that it is moving that way. Patient asked for an address or phone number of who to contact/file a complaint with; agent reviewed information. Patient mentioned they are going to have to have surgery to get the implant taken out. Agent sent an email requesting a supervisor. Patient called back wondering if the fact that they had their therapy turned on might be causing the interference with their device not connecting; agent provided information. Patient stated they have been having nothing but issues practically every day and this was a totally unreliable system. Patient added they have already talked to 3 people for recommendations for a product liability lawyers and are trying to avoid having to really proceed with a lawsuit. Patient noted the therapy helps, but it keeps messing up on them. Patient noted their new handset had not yet been powered on; agent had patient power on handset and patient reported handset battery at 68%. Agent had patient attempt to connect through mystimrc app; patient reported not found; agent had patient enter code manually and patient again reported not found. Agent inquired as to the communicator indicator light and patient reported a green slow pulse. Agent had patient plug communicator into charging cord and patient reported green flashing light. Agent advised patient to continue charging communicator and agent offered call back in 15 minutes. Agent called patient back at agreed upon time. Agent had patient reset communicator, hold directly over ins, and enter code manually; patient reported setup link and tapped start. Patient then reported device found message and tapped yes. Patient then confirmed t herapy was on, neurostimulator battery was at 90% and communicator battery was at 100%. Agent reviewed in detail device general use and charging practices. Agent again reviewed closing apps between use and provided guidance on communicator indicator lights. Patient stated someone initially had told them to "turn off" the communicator every time as to not get conflicting signals and speculated this may have been causing the issues; agent again reviewed information in detail.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient attempted to recharge the ins but it took them 20 mins to communicate with the handheld. Patient mentioned they could recharge the ins not but it was difficult. Patient said that they are about ready to call their surgeon and have the implanted neurostimulators taken out and would file a lawsuit if the issue persisted. Patient mentioned they have only had the device for two months and it is not improving the quality of their life because they are sitting here worrying all the time about whether it is going to work, whether they will be able to change programs, or turn it off to go to sleep. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The caller was redirected to call back if the issue persists. Additional information was received from a patient (pt) via a patient letter. Pt reports that as a physician, specializing in anesthesiology, they are qualified to speak to the cause of their connection issues, stating "the cause is related to incredibly bad quality control of your products...whether the issue is due to bad engineering of the hardware itself, or of the software used to run the hardware, is up in the air." Pt reports speaking to "maybe a dozen different people on customer support, and five local company representatives" stating no one is able to identify the problem just "various and differing workarounds to correct the issues when they occur". Pt reiterating the plurality of their problems reporting "it is not the same issue repeatedly each time. Various problems occur, sometimes under different conditions, sometimes different problems under the same conditions. There is no consistency...I am currently on my third communicator, and the same issues have occurred (and are still occurring) with all of them. Pt reports that if these issues continue they will ask to have their implant removed, reporting that they "have begun preliminary investigation into local product liability lawyers." Patient reports that following this course is dependent on the manufacturer's ability to "rectify this product's continued malfunctioning". Pt reports this issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information from manufacturer representative (rep). Rep stated that the cause of the connection issues with the implantable neurostimulator (ins) was unknown. The actions/interventions were taken to resolve the connection issues with the implantable neurostimulator was unknown. The connection issues with the implantable neurostimulator (ins) has been resolved. There were no logs obtained.